Event description:
Event description boston scientific received information that this chronic ventricular implantable lead has exhibited high, occassionally out of range shock impedance measurements for the past year. Measurements prior to that are unknown as the patient implanted with these items formerly saw a different physician.